Manufacturer narrative:
Physio-control further evaluated the removed battery wire harness and determined that the cause of the reported issue was due to a damaged and shorted wire.

Event description:
The customer contacted physio-control to report that their device's display is completely blank. A blank display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio also observed that the device did not complete the boot up process. Physio replaced the device's power pcb assembly and battery wire harness. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device's display is completely blank. A blank display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.